Event description:
It was reported that the surgeon attempted to insert an aa4204vl silicone single piece lens and one haptic tore. Additional information has been requested from the facility, but none has been forthcoming. If additional information is received, a supplemental medwatch will be sent.

Manufacturer narrative:
Evaluation: visual inspection of the returned product found one haptic torn off and missing. There was evidence of clear surgical residue. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.